Event description:
It was observed that during the device evaluation, the colonvideoscope exhibited a white screen with no image. In addition, the channel tube was damaged, preventing the forceps from being inserted smoothly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white screen with no image was not established. The most probable cause of the channel tube was damaged, preventing the forceps from being inserted smoothly was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.